Manufacturer narrative:
It was reported that the iq200 urine microscopy device did not show cells on cloudy specimens. No change in patient management was reported, however, this may lead to false low/false negative cells on cloudy samples. Fse replaced probe and lamina bypass valve (lbv), ran ref calibration and controls. System was operational.

Event description:
Customer reported "no cell" observed on slightly cloudy samples.